Event description:
It was reported that the customer was hospitalized twice due to diabetic ketoacidosis, with blood glucose levels greater than 500 mg/dl. The caller did not know the dates of the events. The caller only stated that the customer had the flu on one of the events. The caller stated that the insulin pump is working fine at this point. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.